Event description:
It was reported at implant attempt, that pacing impedance was high, both unipolar and bipolar, and there was no capture. Initially, the helix could not be retracted. Eventually it did retract. It appeared there may have been tissue stuck on the helix. An implant attempt using a second lead of the same model also resulted in high impedance. There was concern that lead fracture had occurred from screwing in the lead. The leads were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.